Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information from the repair center. -manufacturing date:2017/12/25 -no repair history in the past year. -the reported phenomenon was duplicated when the vh-scope was connected to the actual vh-scope. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. -temporary contact failure there is a possibility that water drops and foreign bodies (dust, thread debris, a residue of chemicals, etc.) Had adhered to the electric junction. -abnormalities in the scope or scope cable used it may occur when the error code b30 is not able to communicate due to an abnormality on the connected device side -accidental failure of the internal substrate of the video system center it may occur with error code b30 due to a failure of the electronic part of the circuit involved in communication with the scope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the scope communication error (B)(4) occurred when the gastroscope (gif-h170) was connected to the subject device. The user replaced the subject device with another device and completed the procedure. There was no report of patient injury associated with this event. Olympus china checked the subject device and found that the reported phenomenon was duplicated. There was no repair history for the last 1 year.